Event description:
It was reported that during a device implant, misreading of the device label due to font size, "-1" similar to a 4, along with plastic wrap reflections made for the mistake in handing off wrong device. The physician had implanted the df4 lead, but had the df-1 device header and did not have a df4 header. The lead was temporarily capped and the pocket was closed. The patient was brought into recovery and had to wait for df4 device to arrive. A df4 device was eventually implanted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4).